Event description:
"The device is not approved by the FDA and it is dangerous." The grounding device on rptr's unit was missing so that when the device was activated it sent an electrical shock through the hand that was holding it. The distributor told the rptr that the grounding device was not necessary.